Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿the device had a cassette not attached error occurred during testing¿ was confirmed. A "high pressure" alarm was recorded in the event log multiple times. The root cause of the event was an anomaly in the component (the downstream occlusion sensor) and was replaced. The device passed all functional tests after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the occlusion alarm had been triggered while in patient use. There was no patient harm/adverse event reported.